Event description:
It was reported that the device delivered a message stating possible output circuit damage after hv lead impedance check. T-wave oversensing and inappropriate hv therapy were observed. The lead and the device were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.